Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that company representative met with patient to troubleshoot scs ipg for being unable to be taken off MRI mode (reference MFR report: 1627487-2018-04870). It was noted that patient¿s ipg appeared tilted. As such, patient underwent a surgical procedure on (B)(6) 2018 and scs ipg was replaced. Therapy is on post operation.